Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported during implant, the device could not be interrogated using wireless telemetry. The programmer could not convert to radio frequency telemetry. Reinserting the antenna and rebooting the programmer were unsuccessful. A new programmer and antenna were used. Radio frequency is functioning normally and the device could be interrogated in a new environment. The patient condition is stable. The patient will be monitored with routine follow-up.